Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display, cracks to the bolus button was also reported. Customer's blood glucose level at the time 250 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected blank display anomalies were noted during testing. The pump was received with a full black segment display and a watchdog alarm after boot up due to corrosion on all electronic assemblies. Unable to perform the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery, operating currents or off no power tests due to the full black segment display and watchdog alarm. No cracks on the bolus button were noted. However, the pump had a cracked case at the lcd window, next to the bolus button. The pump had a corroded battery cap contact, a cracked battery tube, cracked vibrator motor and motor home switch. Moisture damage was noted on the force sensor. The pump also had a cracked lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot, and a loose/shifted end cap sticker.